Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g131 scaler the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found unit solenoid to be restricted. The unit needs a new water filter, foot pedal plate and batteries. The sterimate handpiece is worn and not holding inserts properly. Component failures are expected when unit is out of useful life. Also, a DHR review was conducted with no discrepancies noted.